Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF DEATH EVENTS 239.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.  ANY LINE ITEMS HIGHLIGHTED IN GREEN INDICATE USE OF A SAPIEN 3 VALVE WITH EITHER A TRANSAPICAL OR TRANSAORTIC APPROACH PRIOR TO THE COMMERCIAL APPROVAL OF THE CERTITUDE DELIVERY SYSTEM.  ALTHOUGH THE ASSOCIATED DEVICE IS LISTED AS THE ¿EDWARDS CERTITUDE INTRODUCER SHEATH SET¿, IT IS POSSIBLE THAT THE ¿ASCENDRA+ INTRODUCER SHEATH SET¿ WAS THE ACTUAL SHEATH USED.  THIS SPECIFIC DETAIL IS NOT PROVIDED TO EDWARDS.  ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE:  ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2018 DATA EXTRACT FOR DEATHS FOR THE SAPIEN 3 VALVE.

Manufacturer narrative:
SUPPLEMENTAL REPORT TO ATTACH SPREADSHEET.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3957734,I,D,8,Edwards SAPIEN 3,9600TFX23,2993;4030932,I,D,124,Edwards SAPIEN 3,9600TFX23,3190;3906097,I,D,340,Edwards SAPIEN 3,9600TFX29,3190;3906097,I,D,375,Edwards SAPIEN 3,9600TFX29,3190;3906097,I,D,383,Edwards SAPIEN 3,9600TFX29,3190;3984189,I,D,64,Edwards SAPIEN 3,9600TFX29,3190;1570067,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;2829032,I,D,-1447,Edwards SAPIEN 3,9600TFX23,2993;3243997,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;3511055,I,D,73,Edwards SAPIEN 3,9600TFX26,3190;3675855,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3675855,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;3897627,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;4040261,I,D,255,Edwards SAPIEN 3,9600TFX23,3190;4040261,I,D,283,Edwards SAPIEN 3,9600TFX23,3190;4133202,I,D,327,Edwards SAPIEN 3,9600TFX20,3190;4147481,I,D,103,Edwards SAPIEN 3,9600TFX26,3190;4148335,I,D,341,Edwards SAPIEN 3,9600TFX29,3190;4217103,I,D,157,Edwards SAPIEN 3,9600TFX29,2993;4348379,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4371997,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4396922,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4397146,I,D,91,Edwards SAPIEN 3,9600TFX20,3190;4397146,I,D,122,Edwards SAPIEN 3,9600TFX20,3190;4397146,I,D,147,Edwards SAPIEN 3,9600TFX20,3190;4400235,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4400235,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4400356,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;4400356,I,D,4,Edwards SAPIEN 3,9600TFX29,3190;4400356,I,D,28,Edwards SAPIEN 3,9600TFX29,3190;4412951,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4412951,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4415594,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4421946,I,D,14,Edwards SAPIEN 3,9600TFX23,3190;4421946,I,D,109,Edwards SAPIEN 3,9600TFX23,3190;4443711,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4443711,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4446228,I,D,24,Edwards SAPIEN 3,9600TFX29,2993;4446228,I,D,24,Edwards SAPIEN 3,9600TFX29,3190;4464749,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4466879,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4474974,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4474974,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4474974,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4474974,I,D,18,Edwards SAPIEN 3,9600TFX23,3190;4479908,I,D,8,Edwards SAPIEN 3,9600TFX29,2993;4481930,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4482783,I,D,12,Edwards SAPIEN 3,9600TFX29,2993;4483175,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4484857,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4485182,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4487742,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4487742,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4490933,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4490992,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4490992,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4493768,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4493768,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4493768,I,D,4,Edwards SAPIEN 3,9600TFX23,3190;4494564,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4497438,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4497438,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4498189,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4500101,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4501310,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4502041,I,D,6,Edwards SAPIEN 3,9600TFX23,3190;4502255,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4502871,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4503889,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4503889,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4503889,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;4503889,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4504972,I,D,8,Edwards SAPIEN 3,9600TFX23,2993;4504972,I,D,7,Edwards SAPIEN 3,9600TFX23,2993;4515400,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4515400,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4517777,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4518207,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4518207,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4518207,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;4521010,I,D,31,Edwards SAPIEN 3,9600TFX20,3190;4521010,I,D,4,Edwards SAPIEN 3,9600TFX20,2993;4521010,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4521010,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;4521010,I,D,31,Edwards SAPIEN 3,9600TFX20,3190;4522813,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4523362,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4523362,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4523362,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4527802,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4530693,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4530693,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4532740,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4532740,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4532740,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4532878,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4535873,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4536308,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4536308,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4536308,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4536308,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4539318,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4539318,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4539466,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;4551648,I,D,23,Edwards SAPIEN 3,9600TFX20,2993;4551849,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4551849,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4552188,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4553082,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4555628,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4555836,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4555836,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4555836,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4556350,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4556477,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4556477,I,D,7,Edwards SAPIEN 3,9600TFX29,2993;4556477,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4556477,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4556477,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4559318,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4559318,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4561325,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4561325,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4564382,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4569058,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4569058,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4569325,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4569970,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4569970,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4570582,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4570582,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4570582,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4570924,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4573127,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4574083,I,D,7,Edwards SAPIEN 3,9600TFX29,3190;4577696,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4579370,I,D,28,Edwards SAPIEN 3,9600TFX29,3190;4579370,I,D,18,Edwards SAPIEN 3,9600TFX29,2993;4580345,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4581795,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4582373,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;4583728,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4604122,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4604262,I,D,6,Edwards SAPIEN 3,9600TFX26,3190;4604360,I,D,16,Edwards SAPIEN 3,9600TFX26,3190;4604372,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4604372,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;4606194,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4606194,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4606194,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4606194,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4607429,I,D,82,Edwards SAPIEN 3,9600TFX26,3190;4608106,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4609286,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4609286,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4609354,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4611665,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4612202,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4612202,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4613842,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4616735,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;4616735,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4616735,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4617646,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4617897,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4621286,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4621286,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4621403,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4621762,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4621762,I,D,3,Edwards SAPIEN 3,9600TFX26,3190;4622115,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4622969,I,D,13,Edwards SAPIEN 3,9600TFX26,2993;4624376,I,D,17,Edwards SAPIEN 3,9600TFX26,2993;4625505,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4625505,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4625505,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4625505,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4625505,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4626006,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4626631,I,D,25,Edwards SAPIEN 3,9600TFX26,2993;4627797,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4628050,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4628050,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4628261,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4628584,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4628584,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4628772,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4628772,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4628772,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4629299,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4630859,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4634167,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4634167,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4634167,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4635588,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;4635588,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4637369,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;4637369,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4637369,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4637369,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4637369,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4637680,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4637706,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4637706,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4638248,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4640269,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4640812,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4640865,I,D,16,Edwards SAPIEN 3,9600TFX23,2993;4640865,I,D,16,Edwards SAPIEN 3,9600TFX23,3190;4640995,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;4641195,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4641737,I,D,15,Edwards SAPIEN 3,9600TFX26,2993;4642096,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4642972,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4643127,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;4644706,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3493333,I,D,6,Edwards SAPIEN 3,9600TFX26,3190;4503445,I,D,6,Edwards SAPIEN 3,9600TFX29,3190;4539739,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4539739,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4539739,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4539739,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;4563892,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;4563892,I,D,21,Edwards SAPIEN 3,9600TFX29,2993;4563892,I,D,13,Edwards SAPIEN 3,9600TFX29,3190;4563892,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;4580456,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;3921064,S,D,8,Edwards SAPIEN 3,9600TFX29,2993;4016546,S,D,72,Edwards SAPIEN 3,9600TFX26,3190;4040287,S,D,243,Edwards SAPIEN 3,9600TFX29,3190;4093615,S,D,0,Edwards SAPIEN 3,9600TFX26,2993;4105445,S,D,0,Edwards SAPIEN 3,9600TFX26,3190;4105445,S,D,-43,Edwards SAPIEN 3,9600TFX26,3190;4105445,S,D,159,Edwards SAPIEN 3,9600TFX26,3190;4386647,S,D,5,Edwards SAPIEN 3,9600TFX20,2993;4444830,S,D,2,Edwards SAPIEN 3,9600TFX29,2993;4444830,S,D,2,Edwards SAPIEN 3,9600TFX29,3190;4448122,S,D,0,Edwards SAPIEN 3,9600TFX29,3190;4467345,S,D,9,Edwards SAPIEN 3,9600TFX26,3190